Manufacturer narrative:
The device history records were reviewed. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this corporate lot number. The sample has been received and is being evaluated. The investigation is currently underway.

Event description:
It was reported that the pta balloon could not be deflated after treating a stenosis in the sfa-popliteal artery. Reportedly, the balloon was inflated and deflated once and then repositioned and reinflated but then could not be deflated. The balloon was deflated by a needle puncture through the skin and removed through the sheath. The procedure ended without further treatment as the stenosis was resolved on the second inflation. There was no report of injury to the patient.